Event description:
It was reported that during a da vinci procedure, wires from the fenestrated bipolar forceps instrument were popping out. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of wires are popping out. The instrument pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the instrument's wrist. The cable crimp was still attached. This complaint is being reported due to the following conclusion: the instrument was found to have a broken pitch cable. However, there is no indication that a patient injury occurred.